Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30125227 was reviewed and the product was produced according to product specifications. The root cause could not be determined. All information reasonably known as of 04feb 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that during the placement of the peg tube bumper, the doctor noted esophageal trauma; the procedure was completed and no medical intervention was performed of the noted esophageal trauma. Additional information received on 26jan2022 stated that the patient was doing well and tolerating tube feedings without difficulty.